Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the PICC line was in situ for 1 month after which pain occurred at the insertion when the chemo was injected, because the symptoms persisted they removed the line and saw under pressure a small incision/leakage in the lumen of the PICC, the leakage occurred subcutaneously. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed; however, the root cause could not be determined. The product returned for evaluation was a 4fr single lumen powerpicc solo catheter. An attempt to flush the catheter with water using a 12ml syringe revealed a leak near the 3cm depth marking. Microscopic inspection of the leak site revealed a split which was longitudinally aligned. A linear impression line was observed extending on both ends of the split. The surface of the split was finely granular. The exact cause of the damage is unknown; however, repetitive mechanical stresses may have contributed to the split. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the PICC line was in situ for 1 month after which pain occurred at the insertion when the chemo was injected, because the symptoms persisted they removed the line and saw under pressure a small incision/leakage in the lumen of the PICC, the leakage occurred subcutaneously. No other information provided, at this time.

Event description:
It was reported that the PICC line was in situ for 1 month after which pain occurred at the insertion when the chemo was injected, because the symptoms persisted, they removed the line and saw under pressure a small incision/leakage in the lumen of the PICC, the leakage occurred subcutaneously. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.